Manufacturer narrative:
MDR 1219913-2023-00335 was initially submitted on 2023-12-29. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to clinical indications (coronary angiogram). Quality control (qc) results were within expected ranges, and no other samples were affected. The elevated result was reproduced when a new sample from the patient was tested using another instrument. No sample material from this patient is available for further testing. Potential influence of an interfering substance in the sample cannot be ruled out. The patient also had a high pbnp result, and had been identified as a heart-failure patient. According to the assay¿s instructions for use (IFU), there are several cardiac and non-cardiac conditions that can cause elevated troponin I in the absence of myocardial infarction. Although the specific cause for the elevated tnih results for this particular patient could not be definitively determined, no product problem was identified. The customer is operational, and no further action is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to subsequent cardiac angiography. No issues were noted with assay quality control (qc) results. The atellica im tnih instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to clinical indications. Tnih kit lot 092 was in use at the time. An initial elevated atellica im tnih result was obtained for a 79-year-old female patient diagnosed with heart failure. The patient was hospitalized and a coronary angiography was performed; results were negative. Another sample was drawn from the patient and tested using the same method (atellica im tnih). This sample also produced an elevated result (not specified). The elevated tnih results are considered discordant relative to the negative angiography indication. There are no allegations of patient harm in association with the observed discordance.